Event description:
The device was placed but appeared to be holding the ivc rim inadequately. The device was snared uneventfully while in place and externalized with great ease. A larger device placed with better positioning.

Manufacturer narrative:
The aso was received at aga medical in its original configuration and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Our investigation was unable to confirm the performance described at implant; however, we understand that we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors. Should additional information become available, we will reopen this event. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.